Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's stimulation sensation has moved and now feels in her right butt cheek. She has also experienced a return of symptoms and urgency. It was noted that this started suddenly in the middle of may. The patient saw her healthcare professional (hcp) the thursday before the report and the hcp reviewed ordering imaging or contact the manufacturer to try other programs. During troubleshooting, it was noted that the stimulation was on and the patient successfully switched programs. It was noted that the patient would start lowering and increasing the settings as needed based on symptoms results. Also, the patient noted that she recently started walking on a treadmill. There were no further complications or anticipations reported with this event. Additional information was received from a consumer on (B)(6) 2018. It was stated that they went to their 1-month check after surgery and were told that they could walk on the treadmill. It was reported that they waited about 2 more weeks and completed a 30-minute walk at 3 mph. A few days later their symptoms returned. It was noted that they would be getting an x-ray to confirm if it moved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify which device moved in their previous reply they reported that the device has not moved and it was confirmed with x-ray. The pulse wasn't felt in the correct location. When asked for the steps taken to resolve the issue the patient wrote "nothing." And indicated that they couldn't afford a second surgery, it hadn't been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1lymu, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a stress fracture in their upper femur last october and had to surgically correct it by doing a hip nailing. Patient said that since the surgery they have had excruciating pain where the implant was. Patient also said that their implant was not functioning. Patient mentioned that their orthopedic guy did a CT scan yesterday and they will wait to see what they find on the scan. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). When asked for clarification on the implant not functioning they stated that the leads attached to the bladder moved to another area. The leads were shifted to the groin area two months after the surgery. The cause of the issue was unknown, however the patient had reported that one month after their surgery they walked on a treadmill and noticed the pulses were not working. When asked what steps were taken to resolve the issue they stated that the machine was turned off two months after surgery. The issue had not been resolved and no further actions would be taken. They also stated that the issue of the excruciating pain had not yet been resolved.